Event description:
The customer, representative of respiratory care, states that adult patient was returned to their facility from the hospital with the reported tube. Caller reported patient is on a vent and the vent alarmed that pressure was being lost. The caller reported that the cuff was leaking. Caller reported that the tube was replaced and patient has been ok. The caller could not confirm how long the failed trach had been in the patient.

Manufacturer narrative:
The sample was submerged into a container with water, 14 cc of air were added using a syringe; a leak was observed at the flat pilot balloon. A visual inspection was performed and it was observed that the flat pilot balloon had a small cut. The reported customer complaint is confirmed. Complaint trends will continue to be monitored. See scanned page.